Manufacturer narrative:
Analysis found that there was no anomaly with the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that all the information given by the rep was confirmed with the physician. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the cause may have been that part of the contact may have been inside the cannula when the impedances were tested but not certain. The lead in question was with the rep and returned. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for movement disorders. It was reported that they did an impedance test during stage 1 of the procedure and the impedances came back high. They reconnected the testing cable and still had high impedances. They changed out the cable and impedances were still high. They opened a new lead and after driving down a couple of mm impedances on the new lead were normal. There was a possibility that the contacts on the first lead may have still had been partially in the cannula when testing causing the high impedances. The issue was resolved. There were no symptoms reported. There were no further complications reported.